Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for congestive heart failure and diabetic ketoacidosis, with a blood glucose reading of 675 mg/dl. The customer stated that she had not felt well for the month leading up to the event, and had been experiencing some swelling. Nothing further was reported.